Event description:
It was reported that a dexcom g7 continuous glucose monitor lost signal to the ilet pump, with a brief sensor issue and subsequent reconnection alerts; support guided the user to toggle the cgm setting between g7 and g6 on the pump and re-enter the sensor pairing code, after which the pump re-entered pairing mode with the sensor, consistent with an intermittent communication failure associated with the antenna/electrical-magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure involving the antenna/electrical-magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.